Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-33161. During a follow-up, there were episodes of high pacing threshold and high impedance on the right ventricular (rv) lead due to fibrosis around the tip of the lead. Fluoroscopy was performed and there was no evidence of lead damage on the right atrial (ra) or rv leads. The device was replaced due to normal eri and the leads were capped and replaced. The new system was implanted on the right side of the patient. There was no alleged malfunction against the ra lead. The patient was stable following the replacement procedure.